Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-514a-2217: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 314,427 joules of use and 45:52 minutes. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber.

Event description:
It was reported that during a bph surgical procedure, ¿forward firing¿ was noted. The fiber was exchanged and the procedure was completed by utilizing a second fiber. Patient outcome: ¿no injury¿ to the patient reported.